Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00298 and 1627487-2011-00299. The pt received her scs system on (B)(6) 2010 including an ipg and two percutaneous leads. A surgical lead and two lead extensions were subsequently placed on (B)(6) 2010. It was reported that the pt underwent a surgical procedure on (B)(6) 2011 for the purpose of relocating her ipg due to alleged discomfort. However, during the surgery, it was discovered that the ipg had flipped in the pocket, and the extensions were twisted as a result. In addition, discoloration was observed for the ipg header and extensions; consequently, the physician elected to replace these devices. Effective stimulation was regained for the pt.